Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of the needle sticking through packaging is confirmed and appears to be supplier related. Two photo samples of a safestep device were returned for investigation. The first photo shows the product label on the packaging with ref: lh-0029yn and lot: asdrs0073. The second photo shows the device package upside down. The infusion set is visible within the packaging. No apparent evidence of the device being opened can be observed. The needle protective cover is not present over the needle and cannot be seen within the visible areas of the package. The event description alleges damage to the packaging; however, the damage cannot be clearly seen. Since the packaging appeared to be sealed and the needle cover was not observed on the needle, the complaint is confirmed. The supplier has been notified of this event. The product instructions for use (IFU) states, "do not use if package is damaged". A lot history review (lhr) of asdrs0073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before opening the device, it was noted the needle tip was out from the packaging itself. Device not used available.